Event description:
Pump did not deliver dose of cefazolin via PICC line. Long term care facility rn reported sufficiently warming of the dose to room temp prior to infusion. Solution: cefazolin 1 gm in d5w. 50 ml total volume.